Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, during lens fixation to the sclera, the haptic detached from the optic. The procedure was completed on same day with a new replacement lens with no patient harm. The same physician who performed the procedure managed the event. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was pulled from the optic (not returned). The other haptic was broken in the distal tip area (not returned). The haptic insertion area was torn (haptic still attached). Before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint. The file indicated the use of a qualified cartridge with a non-company (other unspecified) handpiece with a non-qualified viscoelastic. The reported broken haptic was observed. The root cause for the reported complaint is a failure to follow the instructions for use (IFU) a non-company (other unspecified) handpiece and a non-qualified viscoelastic were indicated. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. In addition, the monarch IFU has specific lens loading instructions for multipiece lenses. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge (diagram provided). The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps as shown. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).